Event description:
Related manufacturer reference number: 2017865-2022-45024 during a clinic follow-up, episodes of noise resulting in oversensing, automatic mode switch, and p wave amplitude variation were observed. It was unknown if these episodes were due to the device or the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.